Event description:
It was reported that a patient presented with syncope and arrythmia noted on the device. Upon review, premature battery depletion and loss of capture was noted and user concern from the patient was expressed. The device was explanted and replaced on (B)(6) 2026. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported events of ¿failure to capture¿ and ¿premature discharge of battery¿ were confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted and high current noted from the hybrid. A longevity calculation was performed and found the battery depletion was premature. An anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain and premature battery depletion, consistent with the reported events.

Event description:
New information received notes that allegation of premature battery depletion was made.